Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was in the 300's mg/dl. Reportedly, the customer saw a lot of air build up in the tubing. The customer changed the supplies and delivered a bolus.